Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a battery revision on (B)(6) 2016 due to the battery being tilted in the pocket and was sitting sideways. There were no traumas, falls, or any unrelated medical procedures reported. When they got home to turn it on with the remote, it was no longer programmed. The patient was unable to increase stimulation from 0.0, since they were seeing the ¿limit reached¿ icon. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.